Manufacturer narrative:
(B)(4). The incident return pad was discarded by the site and was not returned to covidien for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that during a cardiac ablation procedure, the patient experienced a partial thickness burn on the left upper back where the return pad had been placed. The incident pad was discarded. The burn was discovered approximately 3 weeks after procedure. The type of treatment provided is unknown.